Event description:
It was reported that balloon rupture occurred. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during eighth inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.